Event description:
There was an allegation of questionable elecsys troponin t hs stat assay and elecsys probnp ii immunoassay results for 2 patient samples on a cobas e 411 immunoassay analyzer. The initial results did not match the patients' clinical histories which prompted them customer to repeat the samples. For sample 1, the initial troponin result was 18.50 pg/ml with flag. The repeat result was 229.1 pg/ml with flag. For sample 2, the initial troponin result was 17.82 pg/ml with flag and the initial probnp result was 10.00 pg/ml with flag. The repeat troponin result was 1650 pg/ml with flag and the repeat probnp result was 1444 pg/ml. The repeat results were deemed correct.

Manufacturer narrative:
The troponin reagent lot number is 771982 and the probnp reagent lot number is 778442. The expiration dates were not provided. The field service engineer (fse) found that the acrylic over the carousel was loose which led to incorrect sample aspiration. The fse repaired the cover. The service maintenance actions performed by the fse resolved the issue.